Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a definitive cause for how the knot formed in the lock line could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the knots on the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted without issue. During deployment of the second clip, a knot was noted on each end of the lock line. The knots were noted before the lock line was retracted and were cut, enabling the line to be successfully removed. Mr was reduced to 1 with implantation of the two clips. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.